Event description:
In reference to a letter sent on june 3/97, regarding radioactive contamination of lead aprons used in x-ray and fluoroscopy procedures, three jackets and one skirt that are contaminated will be held in storage until notified of proper transfer to the MFR.